Event description:
It was reported that during a rotator cuff repair the tip of the needle broke off in the patient's left shoulder. The surgeon did try and attempt to retrieve the tip, however, it could not be found. The surgeon stated that he will perform a CT scan on the pt in the future to evaluate if tip can be located. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for eval but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device eval. Device history record review revealed nothing relevant to this event. Based on the info provided, the most likely cause of this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. A new label statement has been placed on the device package, instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause pt injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and pt injury. To avoid this, reposition the needle pass to a different area. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant info is obtained, a follow up report will be submitted.